Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump had normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm, replace battery now alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the, pump was monitored and functioned properly. The insulin pump was received with scratched case, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received low battery alert . The customer¿s blood glucose was unknown at the time of the incident. The customer states the battery is empty within one week without sensor usage. The insulin pump will be returned for analysis.